Event description:
A patient reported experiencing inaccurate erratic results with a surestep original meter. The patient's blood glucose results were 160, 103, 250 mg/dl. Tests were done within 10 minutes with a difference of 51%. Patient did not experience any adverse events. No further information has been reported. Note - customer is not using control solution. Customer took diabetes meds following use of meter.